Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 6: reference MFR. Report: 1627487-2019-06491. Reference MFR. Report: 1627487-2019-06493. Reference MFR. Report: 1627487-2019-06494. Reference MFR. Report: 1627487-2019-06582. Reference MFR. Report: 1627487-2019-06583. It was reported the patient¿s wound at the tunneling incision point split open. To address the issue, the physician performed a wound debriding, wash out, and reclosed the wound on (B)(6) 2019. At the time of the debriding, the physician noted localized erythema and purulent discharge. Wound cultures were taken, but the results are not known at this time. The patient was prescribed antibiotics. It is unknown which two extensions are associated with this system, therefore all four extensions are being reported.

Event description:
Device 2 of 6. Reference MFR. Report: 1627487-2019-06491. Reference MFR. Report: 1627487-2019-06493. Reference MFR. Report: 1627487-2019-06494. Reference MFR. Report: 1627487-2019-06582. Reference MFR. Report: 1627487-2019-06583. Follow up information identified the patient has responded well to the antibiotics and the wound is healing as expected. Culture results remain unknown at this time.

Manufacturer narrative:
A case of wound issue-physician washed out and reclosed wound was reported to abbott. The patient appears to be responding well to antibiotics and the wound is healing as expected at this stage. Patient has effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 6; reference MFR. Report: 1627487-2019-06491, reference MFR. Report: 1627487-2019-06493, reference MFR. Report: 1627487-2019-06494, reference MFR. Report: 1627487-2019-06582, reference MFR. Report: 1627487-2019-06583.